Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump delayed in starting after battery was changed. Customer's blood glucose was 400 mg/dl. Troubleshooting could not be performed as customer was not available with insulin pump. Customer would call back.